Event description:
It was reported in an abstract that balloon kyphoplasty procedures (bkp) were performed in 17 patients (18 vertebra) with primary osteoporotic vertebral fractures who did not improve with eight weeks or more of conservative treatment post-injury. It was reported that "cement leakage into the intervertebral disc was observed in two cases". No other complications were reported. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.